Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the event onset, the patient was treated with amikacin injection (125mg, discontinued) and ceftazidime injection (1gm, discontinued) for peritonitis. Seven days after the event onset, the patient was hospitalized for the pd catheter removal (discharged eight days later). The following day, pd therapy was discontinued, and the pd catheter was removed. The patient was transferred to hemodialysis two times a week. Eight days after event onset, the patient was recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.